Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported threshold suspend occurring unexpectedly on the insulin pump. The customer was advised that the insulin pump would not suspend on its own, only due to customer use, but the customer did not feel comfortable with the device. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 81 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was monitor for two days no unexpected suspend anomaly noted. The suspend feature functions properly during our testing. The low suspend alarm is not a feature available in x23 models therefore unable to test the low suspend alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.